Event description:
The customer reported to olympus, the hd 3cmos camera head had noisy image with horizontal lines and then blacked out. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an e216 scope communication error code. It was also found that the connector was discolored and cracked. The cable was twisted. Finally, the focus ring was cracked. There was coupler lock ball wear. The scope mount operation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, poor water tightness was caused by the crack on the video-jacket, indicating that water had entered the interior. At that time, the charged coupler device (ccd) failed, and it is assumed that the picture did not appear properly, resulting in noises and blackouts. We also estimate that the error e216 occurred because the charged coupler device (ccd) failed, leading to a communication error. Olympus will continue to monitor field performance for this device.